Event description:
It was reported that at each interrogation, a warning noted an internal circuit problem. The device was explanted and replaced. No patient complications have been reported as a result of this event.